Manufacturer narrative:
(B)(4). Investigation results: an ultraflex esophageal stent and delivery system was returned for analysis. Visual evaluation found that the stent was partially deployed and a severe bend in the shaft was noted. Functional analysis found the device shaft bowed during a failed deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. The cause of the damage during analysis was most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that an ultraflex(tm) esophageal ng stent was to be used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. During the procedure, the stent failed to deploy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent partially deployed.